Event description:
User reported that she was in a parking lot when the swing away arm mount swung back moving the remote to the right in which her hand followed directing the chair to go in a circle which happened to hit a cement barrier (car curb). This caused her chair to tip over throwing her out of the chair onto the pavement. The user stated she received injuries, but did not specify what type of injuries.

Manufacturer narrative:
As of this date, there has been no parts or the chair returned to the manufacturer for evaluation.